Event description:
The complainant alleged during a training session by a zoll sales rep, the device displayed "pacer fault 116", "pacer/defib disabled", and "defib 72" messages. The complainant indicated that there was no pt involvement in the reported malfunction.